Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace during pci back up. Another catheter was used and problem was solved. Device was discarded at hospital.

Manufacturer narrative:
The device was discarded at hospital.